Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190102 - file-2018-03632 - analysis_and_closure_report_resp-2019-00002.pdf].

Event description:
On (B)(4), 2018, the subject pacemaker was implanted with unknown leads. On (B)(4) 2018, during the routine post-implant follow-up, a right ventricular lead malfunction was observed, so a re-intervention was scheduled in order to reposition the ventricular lead on (B)(4), 2018, during the re-intervention the right ventricular lead was repositioned. At the moment to reconnect the subject device to the leads, there was reportedly a connection issue with the atrial lead, as the screw could not be properly tightened and it was not possible to connect the atrial lead. The device was explanted and replaced.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, the subject pacemaker was implanted with unknown leads. On (B)(6) 2018, during the routine post-implant follow-up, a right ventricular lead malfunction was observed, so a re-intervention was scheduled in order to reposition the ventricular lead on (B)(6) 2018, during the re-intervention the right ventricular lead was repositioned. At the moment to reconnect the subject device to the leads, there was reportedly a connection issue with the atrial lead, as the screw could not be properly tightened and it was not possible to connect the atrial lead. The device was explanted and replaced.